Manufacturer narrative:
To date, this device has not been returned for evaluation. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or when additional information becomes available. This report has been submitted by the importer under MDR number 2429304 - 2023 - 00033.

Event description:
Medwatch (mw) (B)(4) was received by olympus stating that during colonoscopy using this evis exera iii colonovideoscope, the patient had colon perforation. There have been no defects or issues identified with the device, as reported. There were no reports of further patient or user harm associated with this event. Two perforations were mentioned in the mw event description, which are captured in patient identifiers: (B)(6) with mw (B)(4). (B)(6) with mw (B)(4).

Manufacturer narrative:
This supplemental report is being submitted in response to an FDA request. The subject device in this complaint was returned; however, the physical device evaluation was performed, and the results are documented in related record a1: patient identifier # (B)(6); (manufacturer report # 9610595-2023-08046).

Manufacturer narrative:
This supplemental report is being submitted to provide a response to an FDA request. Per the FDA request, report number (B)(4) has been added to h10.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 8 years since the subject device was manufactured. Based on the results of the investigation, the insertion section of the subject device had evidence of third-party repair. Therefore, a relationship between the reported perforation and the subject device could not be determined by olympus. Please note ¿ the subject device was not returned under this complaint. However, the subject device captured in this complaint was returned and an evaluation was performed, documented and an MDR submitted under related record (patient identifier # (B)(6) - mw # 155319) with the complete evaluation results. Per the device evaluation, it was confirmed that the device was third-party repaired. The event can be detected/prevented by following the instructions for use (IFU) which state: ¿perforation: operation manual: important information ¿ please read before use never perform flexibility adjustment, operate the bending section, feed air, or perform suction, insert or withdraw the endoscope¿s insertion section, or use endotherapy accessories without viewing the endoscopic image or while the endoscopic image is frozen. Patient injury, bleeding, and/or perforation may result. Regardless of the flexibility of the endoscope¿s insertion tube, never insert or withdraw the insertion section abruptly or with excessive force. Patient injury, bleeding, and/or perforation may result. If it is difficult to insert the endoscope, do not forcibly insert the endoscope; stop the endoscopy. Forcible insertion can result in patient injury, bleeding, and/or perforation.¿ ¿third-party repair: operation manual: important information ¿ please read before use prohibition of improper repair and modification- this instrument does not contain any user-serviceable parts. Do not disassemble, modify, or attempt to repair it; patient or operator injury and/or equipment damage may result. Equipment that has been disassembled, repaired, altered, changed, or modified by persons other than olympus¿ own authorized service personnel is excluded from olympus¿ limited warranty and is not warranted by olympus in any manner.¿ olympus will continue to monitor field performance for this device.

Event description:
Olympus further received information that the procedure was both diagnostic and therapeutic colonoscopy. There was no delay in the procedure. The procedure was completed with the same device. The device, as reported, was inspected before use. Probable rectal perforation was reported. The issue was found after the procedure. There were no medical intervention required as a result of the reported problem. The patient was admitted, unable to determine if directly related to product. The current patient status is expired. There were no reports on the cause of patient's death. Additional information was requested but unsuccessful. The device will be returned.

Manufacturer narrative:
Updated fields: a2 patient's age: 80 years. A4 patient weight: 68 kilograms. B2 death. B5 to reflect the additional information received. D9 device availability: yes. H1: death. H6 health effect - impact code: death and hospitalization. The subject device will be sent to olympus, as reported, but has not yet been received. This report has been submitted by the importer under MDR number (B)(4).

Manufacturer narrative:
This supplemental report is being submitted to provide a correction to g2 to include information that was inadvertently not included in the initial medwatch.